Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-sep-2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a blood glucose value of 376 mg/dl after insulin delivery had been paused due to an occlusion. The user resumed delivery after successfully filling tubing, and glucose levels began trending downward. No outside medical intervention was required.